Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, and prime tests. The device had a stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to verify for the external ram crc errror and the unexpected restart alarm due to motor error alarms. No displayable history crc check failed on startup during testing noted. However, a displayable history crc check failed on the startup found in the alarm history screen due to a corrupted history file. The device had a cracked display window corner, scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.